Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during initial drain. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The hp stated that he used two patient line extensions and did not check the patient line before connecting. The tsr instructed the hp to cycle power to clear the alarm. The tsr advised the hp to check patient line to make sure solution rises to the top of the patient line. The tsr also advised the hp to inform the nurse of the alarm. The hp stated he would start therapy over with new supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after incomplete priming. The patient stated that he used two patient line extensions and did not check the patient line before connecting. The batch review was not performed because the lot number is unknown. This review finds the labeling adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).